Event description:
It was reported that the patient had deceased. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.